Event description:
It was reported that a family member discovered pools of insulin in the cartridge compartment. She stated that the pt has required more insulin than normal to maintain blood glucose within normal limits. The family member denied blood glucose excursions related to this issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was returned to animas. There is no investigation necessary. Cartridges with lot# b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.